Manufacturer narrative:
Patient being treated for possible infection with antibiotics. Treatment plan is to see how patient responds to antibiotics.

Event description:
Patient contacted uromedica to inform us he thinks he has an infection on his left side and stated he believes he has no other option but to have one or both devices removed.